Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and a right side rupture. Device has been explanted.